Event description:
It was reported that the seal and fit between the inner and outer cannulae was unsatisfactory on six (6), size 6 fen, fenestrated low pressure cuffed tracheostomy tubes. This was detected after the devices were in use approx one (1) to two (2) days. There was one (1) pt involved with no reported pt compromise. The involved 6fen devices are reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the MFR has not received the reported device.